Manufacturer narrative:
The device was not returned to the manufacturer for analysis. Prior to release to the market the device met all manufacturing specifications. Attempts to obtain additional information have to date been unsuccessful. All information currently available is included in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Manufacturer narrative:
A supplement MDR is being submitted to indicate that there were two cartridges instead of one reported. The physician reported to an amo representative that there were two insertion cartridges from lot no. Ch00211 that had deformed tips which damaged the optic of the intraocular lens and ripped the descemet''s membrane at the site of the incision. No further details were reported. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The device was not received by the manufacturer. Prior to release to the market the device met all manufacturing specifications. A previously submitted correction (MDR# 2648035-2011-00079) was filed to correct MDR# 2648035-2011-00078 filed with lot# ch00211 because of an incorrect MDR number. The original report with MDR# 2648035-2011-00078, lot# ch00842 is correct.

Event description:
The physician reported to an amo representative that the insertion cartridge had a deformed tip which damaged the optic of the intraocular lens and ripped the descemet''s membrane at the side of the incision. No further details were reported.

Event description:
The physician reported to an amo representative that the insertion cartridge had a deformed tip which damaged the optic of the intraocular lens and ripped the descemet's membrane at the side of the incision. No further details were reported.